Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had failed and displayed error messages indicating that maintenance was required. A field service engineer (fse) found that the refrigerator was unplugged at the med station, which caused it not to be detected on the bus. The fse plugged it back in, rebooted the station and confirmed that the refrigerator came back online. The customer tested the refrigerator and confirmed it was working. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was showing error messages and asking for maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was showing error messages and asking for maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.